Event description:
Repair request initiated for the device with a report of overheating. No patient impact reported. Report escalated to complaint based on reason of return. On follow up it was reported that the malfunction was identified during face and skull tumor resection procedure. There was a delay of approximately 20 minutes while another motor was prepared for use. It was alleged that the delay was significant due to extended time under anesthesia. The procedure was completed with the second motor. There was no patient impact.

Manufacturer narrative:
Report of overheating was not confirmed by evaluation. The device temperature was measured to be 99.4 degrees f, which is within specification. It was noted that the front and rear collet bearings and the motor's front bearing were worn. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 40 months with no record of factory service during this period. The user manual contains the following "heavy side loads and/or long operating periods may cause overheating of the motor to the point where the motor is uncomfortable to hold. Never place an overheating motor on the patient or patient draping during surgery; mitigate the overheating by discontinuing use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel; if the motor is passed off, the receiver of the motor must handle the motor cautiously. Midas rex legend ehs motor and midas rex legend ehs stylus motor should only be operated when the attachment is in the locked position." We will continue to track and trend this complaint type.